Event description:
The customer reported that they heard a loud pop and the image went black. Afterwards, the system was unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board was replaced. The system was then found to be operating as intended.